Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A carotid wallstent self-expanding and filterwire ez were selected for treatment. However, after the stent was deployed, strong resistance was encountered upon attempting to remove the delivery system. The filterwire and stent were not removed from the body together as a non-boston scientific guiding catheter was slightly adjusted upward to enhance backup support during retrieval. The filterwire was ultimately recaptured into the retrieval sheath and then removed. The procedure was completed with this stent. There were no patient complications as a result of this event.